Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that there was occlusion in the tubing and patient went to emergency room and was subsequently hospitalized. The patient also reported that his blood glucose levels was elevated to 400 mg/dl and had high ketones. The patient received treatment with IV and fluids of saline and insulin. No further information available.